Event description:
It was further reported that the pt was enrolled into the program in 2004. Target lesion 1 was located in the proximal lad with 80% stenosis and with a reference vessel diameter of 3.0mm. Target lesion 1 was treated with a 3.0x12mm taxus stent, with 2% residual stenosis. Target lesion #2 was located in the mid-lad with 95% stenosis and was 10mm long with a reference vessel diameter of 3.0mm. Target lesion 2 was treated with predilatation and a 3.0x12mm taxus stent, with 0% residual stenosis. Per catheterization report, a second lesion in the mid-lad was treated with balloon angioplasty and a 3.0x16mm taxus stent, reducing 60% stenosis to 0%. About six months later, pt was admitted with left-sided substernal chest pain radiating to the neck, jaw, and left arm. Coronary angiography revealed: widely patent stents in the lad; dissection between the proximal and mid-lad stents, which were "separated by about 8mm." No lesions in the circumflex or rca system. The next day, pt returned to the catheterization lab. Per source documents, the dissection between stents were resolved with placement of a new 3.0x12mm taxus stent in the mid-lad. The pt was discharged two days later on continued asa and plavix therapy. In the opinion of the physician the relationship of the event to the taxus stent is "unknown."

Event description:
Same case as MFR# 6000093-2004-01393, 01392. Clinical study. It was reported that 6 months after a coronary drug eluting stenting treatment procedure, a target vessel reintervention was performed on the left anterior descending artery. Additional information has been requested.